Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient pump. The pump was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced pump has been requested for return to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error messages on the patient side during priming. There was no patient involvement.

Manufacturer narrative:
The pump was returned for further investigation. During the evaluation the reported failure could be confirmed and it was found that the pump was very dirty and the bearing was damaged which led to the reported malfunction. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.